Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter would not power on. The medical surveillance specialist was unable to reach the patient for follow up questions and so the complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged power issue began on (B)(6) 2012 (unknown time). The patient said that she manages her diabetes with diet, exercise and oral medication (type/dose unknown). The patient claimed that she "felt like her sugar was high" about 8 hours after the alleged issue started (since 6 a.m. On (B)(6) 2012). The patient mentioned that she began consuming less food and/or drink on (B)(6) 2012. During troubleshooting the cca confirmed that the subject meter was not being used for the first time, there was no misuse to the subject meter and the subject meter did not need new batteries. At the time of troubleshooting the cca documented that the patient was unable to turn the meter on manually or with a test strip, despite using the correct test strips. The alleged issue was not resolved with troubleshooting and replacement product was sent to the patient. This complaint is being reported as an adverse event because, the patient reportedly had to adjust her diet due to "feeling like her sugar was high" as a result of the alleged power issue. In addition, there is evidence that the subject meter malfunctioned since the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.